Event description:
The customer indicated that a leak was present on an au5400 clinical chemistry analyzer. The leak was spraying water and was not contained within the instrument. The volume of the leak is unknown. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat, goggles and gloves, at the time of occurrence. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Patient results were not affected by this event. Instrument was stopped immediately upon leak discovery. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
The root cause was identified as a leaking syringe tube. The field service engineer (fse) replaced the tubing and validated syringe function in service mode. After instrument service was performed, the instrument was returned back into service. (B)(4).